Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead would not stay positioned in the target vessel. It was further reported that the lead dislodged twice during the slitting of the sheath. The lead was removed and replaced successfully with proper fixation and stability during slitting. No patient complications have been reported as a result of this event.